Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp lot 62587605 exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured during routine use. No adverse events have been reported as a result of this malfunction.